Event description:
It was reported that the customer had low blood glucose levels of below 40 mg/dl. The customer drank two cups of orange juice. Troubleshooting was done. The customer requested assistance clearing a check settings alarm on the insulin pump. The customer also reported having high blood glucose levels of 322 mg/dl. The customer also reported having low blood glucose levels of 46 mg/dl prior to finishing the troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.